Manufacturer narrative:
One medfusion 3500 pump was returned for analysis with a crack in the right plunger case and the battery door. During the device's analysis, the motor not running issue was confirmed during the occlusion test. The cause of the issue was found to be combination of motor assembly, worm gear, leadscrew and clutch halves were found old, dirty and worn out. The reason is due to normal wear. Replaced motor assembly, worm gear, leadscrew and clutch halves. Replaced right plunger case and battery door due to physical damage. Replaced left plunger case due to screw boss broken. Installed cable guard due to missing part. Returned l-bracket. The occlusion test was performed and all functional testing which passed.

Event description:
Information was received indicating that smiths medical medfusion 3500 pump's motor was not running. No adverse effects reported.